Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample and/or additional pertinent information becomes available, a follow up report will be filed. Device history record (DHR): reviewed the DHR for batch 19c26ge382, there is no abnormality and no such defect detected at in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): infusion in less than 10-15 min instead of 30 min.